Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv2924 showed thirty-four other similar product complaint(s) from this lot number.

Event description:
It was reported that at 10:30 on november 25th, the nurse in charge of the PICC catheterization process for the patient, the sleeve could not be tightened when the catheter was sleeved, and the sleeve was tight and firm after the new sleeve was replaced immediately